Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy, the drill seems to be broken while drilling. No patient impact reported. On follow up it was confirmed that there was no patient or staff impact, no delay and also no fragments left inside the patient.

Manufacturer narrative:
Product analysis: evaluation determined that the dissecting tool distal tip is broken off from the flute of the tool. The most likely cause was identified as the tool bending when it was stopping. The breakage seems consistent with fatigue bending in the tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further follow-up it was reported that the procedure was completed with backup product.